Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site as3085 1004 - (r1007181501)it was reported that on 30 april 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Two clips were successfully implanted, reducing tr to a grade of 1. On 16 may 2026, the patient presented with lower extremity edema and weight gain and visited the hospital on 21 may 2026. The patient's heart failure status was the same as the time of admission for the procedure. Tolvaptan dosage was increased and kerendia tablets were prescribed.